Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the refills fell apart while using or attaching them to the flosser handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 20-jul-2012. The lot number of the device was updated to 3391d. A review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 3391d. The field sample for lot 3391d was received opened and used. The returned samples and retain samples were evaluated. The samples met specification. Through constant use, mechanical wear of the existing flosser head could occur, although it was much more likely for the floss to break rather than the flosser head. After a full review of the mold equipment, test apparatus and test procedures, it was concluded that all current process and operations were fully satisfactory. Final packaging and break and burn records were reviewed for lot 3391d and no non-conformances or deviations related to complaint event description were observed. A review of the investigation documentation did not indicate reach access daily flosser failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the refills fell apart while using or attaching them to the flosser handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 10-aug-2012. This closes out this report unless other additional significant information is received.